Manufacturer narrative:
(B)(4)

Event description:
It was reported "during inspection and labeling, we found nine bent catheters inside the package." Associated MDR numbers include: 3 006425876-2025-00868, 3006425876-2025-00862, 3006425876-2025-00866, 3006425876-2025-00865, 3006425876-2025-00864, 3006425876-2025-00863, 3006425876-2025-00861, and 3006425876-2025-00860.

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The photo shows nine closed arterial sets. Visual analysis of the products in the image shows various creases and folds in the packaging. The customer also returned one opened sac set for evaluation. The returned packaging had one major crease and the outside packaging had one fold toward the distal end. Visual analysis revealed the protective tubing that goes over the catheter was kinked. There was one kink observed on the guide wire in line with the kink in the protective tubing. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. No defects or anomalies were observed on the catheter. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 39mm from the distal tip. The guide wire length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.510mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. The undamaged portion of the guidewire was advanced through the returned catheter, and it was able to pass with little to no resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body. The returned packaging had one major crease from being folded at the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during inspection and labeling, we found nine bent catheters inside the package." Associated MDR numbers include: 3 006425876-2025-00868, 3006425876-2025-00862, 3006425876-2025-00867, 3006425876-2025-00866, 3006425876-2025-00865, 3006425876-2025-00864, 3006425876-2025-00863, 3006425876-2025-00861, and 3006425876-2025-00860.